Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient came into the clinic for a routine appointment. Upon review of history, there were some low voltage and a couple external power loss observed. The patient reported that the mobile power unit (mpu) cord got twisted and the patient tripped on the cord and became unplugged from the wall. The patient reported hearing no alarms and asymptomatic. There was no interruption in pump support during these events and no other unusual events recorded in the log file event history. The equipment was reported as operating as intended. The patient was stable at home. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarms while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review noting loss of external power events and low voltage alarms. Technical service reviewed the log file and confirmed the loss of external power events. The event log file contained approximately 7 days of patient event data. There was three loss of external power events that occurred with the patient on the mpu; the events lasted 11 seconds, 19 seconds and 29 seconds in duration. The controller operated on backup battery power during the events. The mpu was the power source before and after the events. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of ac power to the mpu. Per the log file, the low voltage alarms appeared to be associated with the loss of external power events. The customer reported that the patient had been tripping over the twisted and tangled mpu ac power cord ¿ resulting in it coming out of the ac outlet. No product was returned for evaluation. The mobile power unit (mpu) assembly was made in jul 22, 2020. The unit was packaged (pn 100159807) and placed into stock on aug 6, 2020. The unit was sent to the customer on sep 1, 2020 per sap sales order (B)(4). The unit had no previous services. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord (pn 100160225) for the mpu. No further information was provided. The manufacturer is closing the file on this event.